Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endobronchial ultrasound with a guide sheath transbronchial (ebus-gs) a foreign material, believed to be a part of the biopsy valve, fell off into the lung. The foreign material measuring approximately 1mm × 1.5mm.was removed by forceps. There was an approximately 10 minute delay. The device was replaced and the procedure was completed. There was no harm or injury to the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the slit portion chipped off and detached. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.